Event description:
It was reported that the rv lead moved from the original position and the r-wave decreased. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.